Event description:
Device complications: no malfunction identified time of complication: during the procedure symptoms: hpotension, visual problems during the procedure, the patient experienced hypotension. The condition was resolved with medication and a blood transfusion, which is considered intervention to treat a procedure related event. The patient had prolonged hospitalization for monitoring purposes.